Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B)(6) 2010 at 3:45 pm. The pt reported blood glucose results of "484 and 88 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt manages his diabetes with insulin (self adjuster). One minute after the alleged issue occurred, the pt stated he continued with his usual diabetes routine of 12 units of novolog insulin. The pt denied developing any symptoms as a result of the reported meter issue. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. In addition, the cca noted that the pt did not have control solution at the time of the call to test the reported products. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.